Event description:
User facility reported that the device was in use and the passage of dry air was noted. Upon examination of the device the user facility noted that the pts ett appeared to be blocked. The user facility removed the product from use and re-intubated the pt with a replacement product. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.